Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000269644 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2, they took out the device in question to set it up in the sterile field and they noticed that the wire was detached from the jaw of the harvesting tool. They opened another kit. No patient was not on the table/involved.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2, they took out the device in question to set it up in the sterile field and they noticed that the wire was detached from the jaw of the harvesting tool. They opened another kit. No harm to the patient.